Manufacturer narrative:
Model# is unknown. Product UDI information has not been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use of the pump, an alarm went off. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that all labels were still intact and there was no physical damage found on the returned device. Error code for high pressure alarm that occurred during priming and immediately after the pump was turned on was found in the device event history log. The customer reported issue was not reproducible during the investigation so the complaint could not be confirmed. Root cause of the reported event is unknown and cannot be determined since the reported issue could not be reproduced during the investigation, no fault was found. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.